Manufacturer narrative:
Additional information: x-ray image review: post-op/ pre-op x-rays for scheuermanns correction shows long segment stabilization with what appears to be adequate reduction of the deformity. The failure was at the lower end of the construct with one of the rods pulling through the screw head. This is likely a result of progressive deformity after surgery and bony spinal fusion has not occured. Given patient's size/ bmi ~40. It may have been necessary to use a larger set of screws/ extend the construct or a rod. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the product nor the images were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with scheurmans kyphosis underwent posterior kyphosis deformity correction and t3-l3 on an unknown date, post-op, the set screw reportedly backed out from the pedicle screw and this caused the lowest level to have slipped. The product came in contact with the patient. The patient seems to have increasing low back pain as a result of this event.